Event description:
It was reported a major bleed occurred. During a right renal cryoablation procedure, two icepearl 2.1 cx 90 degree needles were used. Upon removing the needles from the patient, a bleed was verified in both perinephric and renal collecting system with significant hematuria. The physician performed an angiogram while the patient was still under general anesthesia and found a pseudoaneurysm with no obvious active bleeding which was treated by coil embolization. The patient was then managed conservatively and stayed in the hospital for a few days requiring bladder irrigation. The physician stated the cause of the bleed was due to an ice ball fracture of a fairly central lesion. A follow-up computed tomography (CT) scan in 2-3 months is expected.